Event description:
It was reported to st. Jude medical that the device was interrogated and the measured data showed v lead impedance <100 ohms, a lead impedance >1650 ohms, extended charge time and low battery voltage. A capacitor reformatio was performed and then the pt got a shock from the device and went into vf. The pt had to be externally defibrillated. The ICD was explanted and is to be returned for analysis.